Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). (E1) initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath and prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 20mm from the tip of the device there was a pinhole in the balloon. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified coronary artery. A 3.00mm x 30mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified coronary artery. A 3.00mm x 30mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.